Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered some issue with the erbe generator over the weekend. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed. No related errors were noted in remotefe. No significant scratches or dents were noted during visual inspection. The front bezel was noted to be in decent condition. The unit was placed on an in-house system and was run in normal mode. M-02-3 error was noted upon start up, indicating the bipolar/monopolar ports not working. Based on failure analysis, the probable root cause is attributed to the integrated electro surgical unit. This issue can be resolved by using a backup generator.